Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer connected the tubing to the luer and later noticed it was crooked. There was no impact to the customer's blood glucose level. Customer was advised they could reuse their existing tubing as long as it is primed to remove any air that may be introduced into the tubing. Customer acknowledged.